Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of taxotere was noted to have separated from the port. The patient notified the nurse that blood was seen backing up in the tubing. The nurse clamped the tubing and turned off the pump until she could replace the tubing. There as no harm.